Manufacturer narrative:
The investigation into the infection/sepsis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the infection/sepsis issue was most likely due to patient condition based on clinical review.

Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient was on support for months when a diagnosis of blood infection was made. The infection site/etiology was not known. The team proactively explanted the 5.5 and placed a new access for concerns of infection.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿